Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys tsh assay and the elecsys ft4 ii assay on a cobas 6000 e 601 module. The erroneous initial results were reported outside of the laboratory. No analyzer alarms occurred during the event. The sample initially resulted with a tsh value of 0.050 uiu/ml. A second sample was collected from the patient and tested for tsh on (B)(6) 2018, resulting as 1.07 uiu/ml. The original sample was then repeated, resulting with a tsh value of 1.13 uiu/ml. The sample initially resulted with a ft4 value of 0.094 ng/dl. A second sample was collected from the patient and tested for ft4 on (B)(6) 2018, resulting as 1.75 ng/dl accompanied by a data flag. The original sample was then repeated, resulting with a ft4 value of 1.67 ng/dl. No adverse events were alleged to have occurred with the patient. The tsh reagent lot number was 32808100, with an expiration date of 31-dec-2018. The ft4 reagent lot number was 28819700, with an expiration date of 31-dec-2018. Calibration results were within expectations and controls were within range on the date of the event. There was no indication of a reagent issue. The investigation was unable to find a definitive root cause.